Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that the customer experienced continuous elevated blood glucose (bg) levels and moderate ketones; cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer fainted. A correction bolus via the pump was delivered to address bg. The customer continued to use the pump for insulin therapy.